Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Cunningham, l. And y. Birnbaum (2017). "Bigeminy and a pacemaker." Tex heart inst j 44(4): 294-295.

Event description:
Boston scientific received information from a journal article documenting a case involving a (B)(6) female patient. The patient has a medical history significant for coronary artery disease, paroxysmal atrial fibrillation, and sick sinus syndrome, with implantation of a dual chamber pacemaker system in 2013. The patient presented with symptoms of fatigue, dyspnea upon exertion, and occasional palpitations. Upon device interrogation, it was discovered that the atrial lead impedance measurements were greater than 2500 ohms. The patient was admitted to the hospital and a new atrial lead was implanted. The procedure was completed without complication and normal pacemaker and lead function were confirmed thereafter. Boston scientific was unable to obtain the lead model and serial numbers or patient information.